Manufacturer narrative:
Citation: (B)(6) early safety outcome following transcatheter aortic valve implantation: is the amount of contrast media used a matter of concern? Swiss med wkly. 2015 dec 28;145:w14238. Doi: 10.4414/smw.2015.14238. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effects of contrast media used during a transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2012 and 2014. The study population included 257 patients (predominantly female; mean age 83 years), 108 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate and severe aortic regurgitation, stroke, conduction disturbances and arrhythmias, valve-related dysfunction requiring repeat procedure, life-threatening bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.